Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump displayed an ¿air in line¿ error message. A critical patient was admitted to the pediatric intensive care unit (picu) with several large volume baxter pumps. One pump had norepinephrine infusion running; however, the pump would not infuse due to the pump displaying "air in line" error message. A second pump was used; however, an error message stating ¿do not use. Service now¿ was displayed. After an unspecified amount of time the patient became hypotensive. The norepinephrine was increased to compensate for the hypotension. No further information was available at the time of this report.